Event description:
The customer reported that they had received a falsely high sodium (na+) result on one patient compared to retesting of a new samples on a laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer provided instrument files for further investigation. Preliminary review showed multiple sodium sensor interferent messages around the time of the event. The customer is unsure if appropriate cleaners are being used. The customer has been advised on what the sodium interfering substances are per the instrument manual. While the sample was run after the error messages, the sodium sensor raw response for the sample in question was typical and the system appears to be reporting results for the sample as it was presented. It is noted that the samples being compared were from different draws and often collected at different times of the day. The measurement cartridge was replaced. The instrument is performing as intended and currently operational at the customer site.

Manufacturer narrative:
The provided instrument data logs were reviewed. The calibration history, aqc performance and raw responses for the sensors in the measurement cartridge were analyzed. The events log recorded an excessive na+ interferent detected event before and after the time of the discrepancy. This indicates the detection of a quaternary ammonium compound type of exposure and is a known interferent of the rapidpoint sodium and potassium assays. A feature is available to inform the customer of such an event and can be enabled per the instructions in the rapidpoint 500e operator¿s guide. The ¿excessive na+ interferent detected¿ message will post to both the status and recall events log and remain there until the cartridge is replaced. The source containing qac is unknown but should be identified and eliminated. The rapidpoint 500e operator¿s guide recommends not to use any skin disinfecting products and/or exterior disinfectants that contain quaternary ammonium compounds (qac) as they are known interferents to the rp500/500e na+ sensor by potentially impacting the sensor and its¿ performance and should be avoided. It is noted that the samples being compared were from different draws and collected at different times of the day. A regression analysis of the sodium results found an overall agreement between the rapidpoint and laboratory analyzer. The rapidpoint system instrument is performing as intended and currently operational at the customer site.